Event description:
A report was received that a following lead pull procedure, the patient was experiencing pain. The physician assessed that the patient had a small epidural abscess. The patient was referred to a surgeon to have it investigated further.

Manufacturer narrative:
(B)(4). Additional information was received that the physician did not believed that it was not procedure related. The patient was reportedly doing well postoperatively.

Event description:
A report was received that a following lead pull procedure the patient was experiencing pain. The physician assessed that the patient had a small epidural abscess. The patient was referred to a surgeon to have it investigated further.